Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; suspected cause was due to control iq not suspending insulin deliveries as intended. Carbohydrates were consumed to address bg. A pump data review was performed and it was determined that the pump was operating as intended.